Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the hemorrhage is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that a bigger sheath had to be used during this patient's surgery because the smaller one was dropped and no longer sterile. The surgeon stated the patient was bleeding "a lot more" than anticipated, causing him to spend more time suctioning the blood out during the procedure. The surgeon thought the use of the larger tunneler was the cause of this. It was stated the patient had also had a tracheotomy in the past, and so even getting into the cartoid sheath had been challenging for the surgeon. No additional relevant information has been received to date.